Manufacturer narrative:
The manufacturer received user the suspected device (lot # mk802211) to evaluate the reported ¿coated tip fell off after one activation.¿ a visual inspection was performed on the returned device; foreign material was observed, consistent with use. The probe unit, teflon pad and jaw is detached from the device and was not returned. The device was attached to test usg-400/esg-400 generators and a probe check (u509 ultrasonic error) occurred. Based on the evaluation and similar reported events, the most likely cause of the reported event is attributed to the user's technique and/or user mishandling.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the aware date.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed at this time. However, based on similar reported complaints related to the reports related to device, the potential cause of the probe damage could be attributed to operational (unintended) error. The instruction manual provides warning to mitigate the risk of device becoming damaged inside the patient which states, do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that at the end of the total laparoscopic hysterectomy procedure, the probe tip broke off the device. When the device was withdrawn from the patient. No device fragments fell into the patient as the intended procedure was already completed. There was no visual damage to the teflon pad. The generator settings were 3:1 and there were no errors that displayed from the generator. The device and the connection points to the generator were inspected prior to use with no abnormalities observed. There was no patient injury reported.